Event description:
The patient reported that on (B)(6) 2011 she experienced blood glucose (bg) of 430 mg/dl with nausea and shortness of breath. She reported that she had received 12 loss of prime warnings. The patient reported that since (B)(6) 2011 she received eight to ten loss of prime warnings a day and bg has been running 250 to 375 mg/dl. This report is made because the patient experienced hyperglycemia due to inadequate response to loss of prime warnings.

Manufacturer narrative:
Follow-up # 1 07/21/2011. Device history record review was conducted on (B)(6) 2011 with the following findings. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: a review of the black box showed multiple loss of prime warnings; the pump correctly detected the issue and alarmed to alert the user. A 29 hour flow accuracy test was performed without alarms and the pump was found to be delivering within specifications. The force sensor was tested and examined and no defects were found.